Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon surgery, after the reload was attached, surgeon performed a reload cycle test. The operator pressed the down button of center control, but the jaws did not close. Powered approach was performed but the situation was not improved. An attempt was made to remove the cartridge, but the removal failed. (Pressed the release button down and attempted to twist the cartridge but the cartridge stayed still). In addition, the battery decrease was abnormally fast that when the handle was removed from charger, full-charged status was checked, but at the time of one or two firings were performed, the remaining battery showed as lower than half. The event occurred at around the second firing. The procedure was completed with another device. The surgical time was extended by less than 30 min.